Event description:
Report received from USA stating that the device did not run. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power pools. The investigation is still in process. Once the investigation has been completed or add'l info is received, a supplemental report will be sent. (B)(4).